Event description:
This is filed for incomplete coaptation and recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. The heart was rotated and imaging windows were difficult. Abnormal orientation prevented clear visualization. One clip was implanted successfully, reducing mr to 1. The next day while performing discharge echocardiography, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3-4. The patient is feeling well and will be monitored. There is no plan for intervention at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, a cause for the reported imaging issue and single leaflet device attachment (slda) are due to patient anatomy. The reported mitral regurgitation (mr) is a cascading effect of the reported slda. The reported mr, as listed in mitraclip g4 clip delivery system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances as no treatment was provided for the reported slda. There is no indication of product issue with respect to manufacture, design, or labeling.